Event description:
It was reported the patient's scs ipg stopped working one day after the patient stood up. No error messages are indicated on the patient's external devices, and the ipg still has communication with external devices. An sjm rep met with the patient but was unable to provide effective stimulation through reprogramming as auto-reducing would occur. The patient will follow up with his physician to determine the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.